Event description:
Clinical study. Same case as 6000093-2006-01753. It was reported that 104 days after a coronary artery drug-eluting stenting treatment procedure, the pt experienced non-q wave myocardial infarction (mi) and had a target lesion-vessel re-intervention (tvr). The index procedure treated 2 de novo target lesions. Target lesion 1 was located in the proximal left anterior descending (lad) artery. The physician successfully implanted a 3.0x12mm taxus express2 drug-eluting stent (des) at 16 atms. Target lesion 2 was located in the distal left circumflex and was treated with a 2.75x16mm taxus express2 des. The pt was discharged one day post-index procedure on aspirin and plavix. The pt had a non-q wave mi and a pci of the proximal lad 104 days post-index procedure. No further info was provided.

Manufacturer narrative:
The delivery device was disposed and the stent ramained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.